Manufacturer narrative:
The component and evaluation conclusion codes have been updated.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs up0845405. At 2:13 p.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 2.4 inr. At 4:18 p.m. On the same day, a sample from the patient was tested using the meter, resulting in a value of 4.6 inr. The 2.4 inr value was reported to the patient's doctor and he did not believe this value was correct since the patient held warfarin for one day after a measurement of 4.1 inr on (B)(6) 2022. On the same day, the patient retested on the meter at an unknown time and the result was 4.6 inr. At 4:22 p.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 4.4 inr (52.5 sec). At 4:38 p.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 4.2 inr (49.8 sec). For both meter measurements performed on (B)(6) 2022, sample was applied to the test strips more than 15 seconds after fingerstick and the same finger was used to collect samples for both tests. After the two meter measurements on (B)(6) 2022, the patient's doctor was notified and the doctor told the patient to go to the emergency room for laboratory testing. At around 7-7:30 p.m. On (B)(6) 2022, a sample from the patient was tested in the laboratory using neoplastin cl+10 reagent on a stago analyzer, resulting in a value of 3.2 inr. The patient was not treated or admitted based on the laboratory value since it was within the patient's therapeutic range. The patient's doctor did not change the patient's warfarin dose based on the meter results since he believed these were incorrect. The patient's doctor did not change the patient's warfarin dosage based on the laboratory value. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling: "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test." And "if you need to redo a test, use a new lancet, a new test strip, and a different finger." The occupation is patient/consumer.